Event description:
The ge oec 9800 fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found a defective hard drive that was removed and replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effects were reported because of this malfunction.